Manufacturer narrative:
.

Event description:
The pt reported, hearing an intermittent low battery alarm for the past three months. The low battery alarm was confirmed by interrogation. The pt had also reported going through withdrawal. No pt symptoms were reported. The hcp reported, that the pump was used to deliver morphine. The pt was getting limited pain relief and had unspecified withdrawal symptoms. The pump was replaced. During the pump replacement, they noted that there was no flow through the catheter; the catheter was "clogged." The hcp irrigated the catheter to reestablish flow. The pt recovered without sequela.